Event description:
It was reported that the patient presented on (B)(6) 2025 with lower back pain. The ventricular assist device (vad) was interrogated and the patient had multiple alarms over the past 3 days. On a computed tomography (CT) scan of the chest, they were found to have partial outflow graft thrombus. The log files were reviewed and captured low flow events on 22mar2025 and 25mar2025. There were also several low flow flags which did not last long enough to produce an alarm. These occurred when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support equipment issues causing these events. Upon evaluation of the imaging by surgeons it was deemed that this was extrinsic outflow graft obstruction (eogo). There were no changes in anticoagulation regimen or left ventricular assist device (lvad) speed. The low flows were deemed to be patient related, and the patient's only symptom was back pain that was related to degenerative changes of the spine/muscle spasm at the time of presentation and on discharge. A transthoracic echocardiogram (tte) was performed at the time of presentation. The left ventricular systolic function was severely decreased. The lvad device was seen in apex. A lvad was present, mild aortic valve regurgitation was seen during diastole. The intraventricular septum position appeared midline. There was normal right ventricular cavity size and normal right ventricular systolic function. Tricuspid annular plane systolic excursion (tapse) was 1.3 cm (normal >=1.7 cm). Estimated pulmonary artery systolic pressure was 21 mmhg, consistent with normal pulmonary artery pressure. The inferior vena cava was normal in size (normal <2.1cm) with normal inspiratory collapse (normal >50%) consistent with normal right atrial pressure (~3, range 0-5mmhg). The CT of the chest was provided. There was no treatment as the obstruction was partial and not hemodynamically significant. The eogo was unresolved and would be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B2 - outcomes attributed to adverse: correction manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through the evaluation of the submitted images. A specific cause for the obstruction could not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these alarms could not be conclusively determined, the account stated that the low flows were deemed to be patient related. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted images confirmed compression of the outflow graft beneath the bend relief that appeared to be consistent with eogo. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Several low flow hazard alarms were captured throughout the file and were associated with elevated pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.